Manufacturer narrative:
(B)(4). The patient is from the (B)(4) and was enrolled on (B)(6) /2011. The device was manufactured by crux biomedical, inc as part of this study. Volcano corp bought crux biomedical in (B)(4) and the company no longer exists; therefore, volcano corp is reporting this incident to the FDA. The physician stated that he will be following up with the patient in about one month and may have a CT scan done at that time. There was no surgical intervention performed. The complaint device has not yet been returned to volcano, so a device evaluation has not been performed yet. A supplemental report will be submitted when investigation is completed.

Event description:
It was reported that a patient had a pre-retrieval procedure abdominal x-ray completed which revealed a "kink" in the caudal loop of the filter just inferior to the crossover. Venous access was accomplished via the right femoral vein. The caudal retrieval tail was visible and snared. Upon re-sheathing the remainder of the filter for retrieval, the filter frame and possibly a tissue anchor separated and only the caudal loop was retrieved into the sheath, leaving the cranial loop in situ. A second venous access was obtained via the right internal jugular vein and the retrieval tail was visible and snared. The remainder of the cranial loop was re-sheathed but a portion of the wire frame with possibly a tissue anchor appeared to remain in situ. The physician stated that the separation occurred at the upper most tissue anchor of the caudal loop. The physician stated that he inspected the portions of the crux vcf that was removed and feels that the eptfe web is intact and did not embolize. He retained the crux vcf along with images from the procedure to return to volcano for inspection.